Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
Upon an inspection of the customer¿s reprocessing process for their rhino-laryngo videoscope unit by an olympus representative, which was conducted at the request of the customer, it was discovered that the customer was only immersing the insertion tube component into the high-level disinfectant. The customer was also not performing a triple-rinse of the equipment, which is the recommendation made by the manufacturer of the disinfectant used by the customer. The disinfectant is cidex brand ortho-phthalaldehyde (opa) solution. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction discovered during the observation of the customer¿s reprocessing process.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to d9. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the customer not reprocessing the device in accordance with the instructions for use was unable to be identified. The event can be prevented by following the instructions for use which state: ¿chapter 5 reprocessing the endoscope.¿ olympus will continue to monitor field performance for this device.